Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported having no access to sound with the concerned device since (B)(6) 2015. In situ testing showed all channels with high impedances. An accident or trauma is not known. Re-implantation is to be conducted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient reported having no access to sound with the concerned device since (B)(6) 2015. An accident or trauma is not known.